Manufacturer narrative:
Device received with blank display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. Device received with corroded motor home switch and corroded force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer states that the insulin pump is unresponsive, display is black. They changed battery and it did not help. The insulin pump will be returned for analysis.